Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After the physician performed the transseptal puncture it was noted that there was a pericardial effusion on the right side of the patients heart surrounding the right atrium and right ventricle. The procedure was continued and the closure device was deployed in the laa of the patient. After deployment there was still a peri-device leak. The effusion at this time had now grown significantly, so the physician made the decision to recapture the device and remove everything from the patient in order to treat the effusion. The was and wds were removed from the patient and the physician then performed a pericardiocentesis. 450cc of fluid was drained from the effusion. The patient became stable and the effusion resolved after the fluid was drained. The patient has since been discharged from the hospital doing well.